Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02298. It was reported the patient experienced ineffective stimulation due to the leads having impedance issues. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored. Further investigation determined the lead did not migrate.